Event description:
The account stated that on (B)(6) 2011, a patient sample run on the celldyn 3200 analyzer generated a hemoglobin (hgb) result of 6.75 g/dl and a platelet result of 0. The sample was repeated with a hgb result of 6.85 g/dl and the platelet was 4,780/ul. The account stated that the patient had generated a hgb of 11.2 g/dl on (B)(6) 2011. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4): (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Review of customer data and complaint tracking and trending. Discrepant result. A review of the data provided by the customer was performed and it indicated that the issue was sample specific. There were no other samples that generated imprecise results. The cell-dyn 3200 operations manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.